Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2011, the patient underwent the surgery with the g3 long nail. Afterwards, when the surgeon confirmed x-ray, the broken of nail was doubted. The patient felt pain a week ago. Therefore, the surgeon removed the g3 nail and the patient underwent bone grafting. The surgeon confirmed the g3 nail was broken.